Event description:
Test strips fell out of range with the control solution. The pt contacted a medical professional for medical advice. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three months ago. The test strips failed twice using the control solution. Customer service sent the pt a replacement meter and control solution.